Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one video of the complaint event. The physical product was not received. Video inspection noted that the handle was loaded with a reload. Upon clamping of the jaws the handle would automatically go to the firing position. The green button could not be pressed. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the surgeon was using the stapler to the patient's stomach. The first shot with a reload was carried out but an issue occurred on the second firing. The green button cannot be activated and firing was no longer possible. They changed to another stapler and reload to complete the case. No patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, while stapling the stomach, the first shot with the reload was carried out with a charged device, but when the second shot was made the green button could not be activated. The stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. They changed to another stapler and reload to complete the case. There was no patient injury.